Event description:
The customer reported that the unit powers on but has no alarm tone when pressure is released from the sensor pad. When the sensor pad is unplugged from the alarm, the alarm does not sound. They installed new batteries and the alarm still has no alarm tone. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).